Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided. Section h11: method: the subject mr850 respiratory humidifier, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject device was not returned to f&p healthcare for evaluation as the healthcare facility reported that the issue had been resolved. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. During production the electrical connections of the earth wires on all mr850 respiratory humidifiers are 100% tested for electrical continuity. All mr850 respiratory humidifiers are visually inspected for damaged power cords before release for distribution. Any unit that fails these tests are rejected. The subject mr850 respiratory humidifier would have met the required specifications at the time of production. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is compliant with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A healthcare facility in colorado reported that the power cord of an mr850jhu respiratory humidifier was found damaged with exposed wires. There was no patient or user harm reported.